Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause cannot be identified at this time. No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
An inspector for health canada reported that an intraocular lens (iol) that remains implanted, is noted to have refractile inclusions termed "glistenings," which are affecting the quality and amount of vision. Facility information was not provided; additional information was unable to be obtained. This report is one report out of eighteen total.